Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red locking mechanism broke off at an unknown procedural step. No surgery prolongation reported, no adverse consequences for patient reported, no part remaining in patient body.

Manufacturer narrative:
Product complaint # : (B)(4). The investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.